Event description:
It was reported that the pump over infused. IV bag with magnesium was programmed to deliver magnesium (2 grams in 50ml) at a rate of 25ml/hour. After the infusion was left to run, the clinician returned to the patient's room and found the bag empty earlier than expected and the pump displayed an infusion rate of 999ml/hour. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump over infused. IV bag with magnesium was programmed to deliver magnesium (2 grams in 50ml) at a rate of 25ml/hour. After the infusion was left to run, the clinician returned to the patient's room and found the bag empty earlier than expected and the pump displayed an infusion rate of 999ml/hour. There was patient involvement but no harm.